Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer uses humalog insulin and changes the cartridge every 3-3.5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer clears the alarm and resumes insulin to address the occlusions.